Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/28/2017. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index surgical procedure date and name of the index surgical procedure diagnosis and indicate for the index surgical procedure? What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initial placed (interrupted or continuous)? Was there any precipitating stress factor for the suture breaking post-operatively? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement and during any re-operation? Will the product be returned? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used in the plication of the rectus muscles. Following the procedure, the suture burst. The patient underwent re-operation. Additional information has been requested.